Manufacturer narrative:
Device analysis performed on the returned indirect decompression spacer revealed that the spindle cap was cracked at the edge as well as severe abrasion on the mating surface of the actuator. This damage to the spacer indicates the break was likely due to the deployment against resistance, such as bone, and or manipulation of the position of the device by gear shifting of the inserter.

Event description:
It was reported that during an indirect decompression spacer implant procedure, it was noted there was an osteophyte on the large spinous process which the physician could not get passed and the spindle cap broke. The broken spacer was removed and a new smaller size spacer was successfully implanted. There were no reported patient complications due to the event.

Event description:
It was reported that during an indirect decompression spacer implant procedure, it was noted there was an osteophyte on the large spinous process which the physician could not get passed and the spindle cap broke. The broken spacer was removed and a new smaller size spacer was successfully implanted. There were no reported patient complications due to the event.